Event description:
Facility reported that "after 2hr 35min, pt partially dislodged one of her access needles, causing blood to be pumped out of body. She did not call to let any of the staff know. She just had her 30 min evaluation at 5 min before this occurred. Date (B)(6) 2009, based on jmsna clinical affairs feedback, the needle dislodged accidentally due to the pt being restless. The pt is not well in general and had multiple issues. The pt was reported as "not herself that day".

Manufacturer narrative:
Conclusion: from the info gathered by jmsna, this incident was not related to our device as quoted in their e-mail date (B)(4) 2009. The set dislodged from pt's access only after two and half hour into the treatment. The set might have dislodged accidently due to the pt being restless as the pt is not well in general and has multiple issues. The pt was reported as "not being herself that day". Based on info gathered by jmsna, there was not malfunction on the needle itself. From our preserved sample evaluation and DHR review, the complaint lot met the qa specifications prior releasing it into the market. Thus, no corrective action will be applicable as reported incident is not related to any malfunction of our product. We assure you jmss will continue to maintain good quality of our products and ensure that only good quality products are delivered to customers.